Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the stapler 45 instrument associated with this complaint and completed investigations. Failure analysis replicated/confirmed the reported issue. The instrument failed its functional testing during initialization at 40%. The dsp logs were reviewed and did not show a low rom failure and no msc logs were available. However, the logs did reflect an unclamp failure. Torque measured at 179mnm. System log investigation: a review of the instrument log for the stapler 45 (pn: 470298-11, batch-sequence: t10180626-0037) associated with this event has been performed. Per a review of the logs, the instrument was last used on (B)(6) 2018 on system (B)(4). The alleged event occurred when the instrument had 34 uses remaining. Image/video review: no image or video clip for the reported event was submitted for review. This complaint is being reported because the stapler 45 instrument was reported and found to have incurred an unclamp failure. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. This report has been generated in response to FDA inspectional observations dated 06-mar-2020.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, a stapler 45 instrument would not unclamp and release tissue. The customer then utilized the stapler release kit (srk) tool to successfully release the instrument from tissue and installed a back-up staple 45 instrument to continue. The customer also indicated that the stapler 45 instrument had issues recognizing blue and green reloads. The procedure was completed with no reported patient harm, injury, or adverse outcome. No fragments fell into the patient. Intuitive surgical, inc. (Isi) followed-up with the initial reporter, who had no additional information. It was reported that patient demographic information was not available.